Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing. Device was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on and received critical pump error open book image alarm after being exposed to moisture. The customer stated they went to swim and told that the insulin pump was waterproof. Customer received a critical pump error alarm and insulin pump was blank. Customer stated there was fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.